Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached file for the results of our investigation. (B)(4).

Event description:
IV 3000 causing blisters on patients skin.